Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of valve, fold creases. A leak test was performed and was found delamination of valve. A microscopic analysis identified: total delamination of diaphram flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of diaphram flange disk assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.